Manufacturer narrative:
Name: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that infusion set was in use for more than 48 hours which led to high blood glucose and was addressed by correction bolus with pump. The event occurred on (B)(6) 2026.